Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6 (component codes).

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) checked the device and replaced valve assembly (d104-00-0018). Test parameters meet factory requirements. Equipment returned to customer for continued use.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone- (B)(6). Event site name- (B)(6) hospital. Event site address- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cs100 intra-aortic balloon pump (iabp) displayed maintenance code 3. There was no patient harm.